Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was 2.3 mmol/l. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer states that they had a seizure. Customer was treated with eating pasta. Customer was declined to troubleshoot for low blood glucose level. The reservoir will not be returned for analysis.